Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Telemetry confirmed a critical alarm was occurring. The patient stated "the pump was supposed to be refilled 10 days ago but he went on vacation". The patient had an appointment on (B)(6) and he missed his (B)(6) appointment, but the healthcare provider was not back from his vacation. The hcp said it would last until the (B)(6). It was going on the same refill from (B)(6). The patient had an appointment for tomorrow (B)(6) 2015. The patient said the two tone alarm just started the day of the report about an hour ago. The patient had not heard a single tone alarm. The patient stated he felt fine now but was scared and wanted to know if he was going to go into withdrawal. The patient was at a very high dose and had a bolus at 9am and 9pm. It was noted that the patient had a disease called "porferia". The patient was also on oral "methadone 20mg and percocet up to 4 per day as require of 10/325". Additional information was received on (B)(6) 2015 and it was reported that the patient was seen on 1/28 and the pump filled. The pump was used to deliver clonidine and morphine